Event description:
Boston scientific received information that during a routine in-clinic follow up, this pacemaker and right ventricular (rv) lead exhibited noise. The noise was oversensed resulting in greater than two seconds of pacing inhibition. The noise was unable to be reproduced. An invasive procedure was performed. The lead was surgically abandoned and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.